Event description:
Customer reported a bf probe purge failure errors 2239 and 2240. The customer replaced the wash probe tips and the tubing was attached; however, it is not clear. The customer cleaned it with alcohol and primed the wash three times which resulted in errors 2239 and 2240. This is a reportable event based on delay in reporting of patient results for progesterone (prog iii), luteinizing hormone (lh ii), and follicle stimulating hormone (fsh).

Manufacturer narrative:
An investigation was performed in response to a complaint of error 2239 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. By phone, the field service engineer (fse) spoke with the customer and advised to check the wash supply to ensure that there was enough wash and to check the end of the tubing inside if it was submerged in the wash. Customer indicated that it looked fine but noticed the tubing coming out was bent to sharp and pinched. The fse advised customer to move the tubing to a better position and make sure there were no leaks as the customer primed it several times. The wash supply tubing exhibited obstruction of flow due to a component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. The aia-900 operator¿s manual under section 12 flags and error messages states the following: error message: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. (B)(4). There were no similar complaints identified during the search period.